Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited multiple noise reversion episodes and oversensing. The patient was brought to emergency room where it was discovered that the lead showed loss of capture and multiple noise episodes. Chest x-rays showed that the rv lead perforated the right ventricle. The lead was explanted and replaced. The patient was in stable condition post-procedure.